Manufacturer narrative:
B4 date.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 278 mg/dl.